Manufacturer narrative:
It was reported that a patient paroxysmal atrial fibrillation (afib) underwent a pulsed field ablation (pfa) treatment, and the patient experienced cerebral infarction. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number 31539926l and no internal actions related to the complaint was found during the review. It was confirmed that patient was treated for persistent afib (psaf). The safety and efficacy of the varipulse¿ catheter when used with a trupulse¿ generator has been determined in the admire and inspire trials in the treatment of subjects with symptomatic paroxysmal atrial fibrillation (paf). The safety and efficacy of their use in the treatment of other arrhythmias have not been established. It was confirmed that a total of 31 pf ablations were performed for the procedure. An increased number of ablations (energy applications) delivered during the procedure may be linked to the higher-than-anticipated incidence of peri-procedural stroke or transient ischemic attack (tia). In 90% of the cases of stroke or tia reported to biosense webster inc. World-wide, patients received a number of ablations greater than the median number of ablations delivered in the inspire study (16 ablations) and 60% received a number of ablations greater than the median number of ablations delivered in the admire study (23 ablation). Moreover, patients received more than 28 ablations in 50% of the cases of stroke or tia. Internal actions are being followed to investigate neurovascular events with varipulse catheters. Importantly, the mechanism for an incidence of stroke is multi-factorial. The investigation also concluded that the risk of neurovascular events may increase if a high number of ablations, stacking of ablations and/or ablation outside of the pulmonary veins are delivered. The instructions for use are instructions that provide detailed guidance on how safely and effectively use a medical device. It is the physician¿s responsibility to review the patient¿s medical history and make the best-informed decision based on all available information. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If the product is received at a later date, the investigation will be updated as applicable. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient paroxysmal atrial fibrillation (afib) underwent a pulsed field ablation (pfa) treatment, and the patient experienced cerebral infarction. Cerebral infarction occurred the day after the procedure using varipulse¿ bi-directional catheter. There seemed to be abnormalities in the patient¿s language ability. The patient was transferred to a rehabilitation facility (which required the patient to have extended hospitalization). The patient had multiple risk factors (such as thrombosis risk and left atrial appendage movement). There were no malfunctions with electrophysiology (ep) products during the procedure. The procedure was performed without any issues. The procedure was within two hours. The number of ablations were twenty-three (23). There was continuous irrigation to the vizigo sheath. There was air flushing during catheter insertion. Additional information was received which indicated that the physician¿s opinion on the cause of this adverse event was that the patient had multiple risk factors (such as thrombosis risk and left atrial appendage movement). It was judged that the causal relationship with the product is weak. The patient has been transferred for rehabilitation purposes. The patient had symptoms of paralysis and aphasia. Before the onset of the symptoms, the patient had breakfast. A magnetic resonance imaging (MRI) revealed an infarct in the left temporal lobe (size and extent details were not obtained), as well as several microinfarcts. Based on the MRI results, the patient was transferred to the internal neurology department of the hospital. Subsequently, the patient's symptoms stabilized compared to the onset, but aphasia remained, leading to a transfer to a rehabilitation hospital within the prefecture. There are no further updates on the patient's condition since then. Chads score: 2-3 (due to congestive heart failure, hypertension, age) blood test data shows no significant abnormalities (d-dimer was also within normal range). In preoperative examinations, transesophageal echocardiogram showed no thrombus in the left atrial appendage. Contrast computed tomography (CT) showed that there was stasis of blood flow, and the contrast agent did not enter the left atrial appendage, resulting in poor visualization. A trupulse generator and ngen pump were used. One catheter and pulse field ablation was used during the procedure. This was a new procedure for treatment of persistent afib. Other relevant history/preexisting condition was congestive heart failure and hypertension. The patient did not have a history of stroke. The activated clotting time (act) prior to ablation was 400 seconds. The catheters exchanged noted was one catheter was used for each. One transseptal puncture site was performed during the procedure. The number of performed pfa during this procedure were 31 ablations (93 applications), all within pulmonary veins. There was no evidence of char or blood thrombus/clot during the procedure. No observations such as intracardiac excessive microbubbles observed via ultrasound. Excessive impedance errors were noted during the case. The patient¿s rhythm during ablation was sinus rhythm. The patient did not have any anatomical abnormalities.